Event description:
On (B)(6) 2023, the consumer experienced first episode of infective keratitis and was treated tobradex q2h x 48h and furthermore qid to for 7 days. The consumer was instructed not to wear contact lens. After two months, on an unspecified date, the infective keratitis recurred and the consumer also experienced redness, pain, swelling in both the eyes upon wearing contact lenses and was diagnosed with keratoconjunctivitis. The consumer was treated with antibiotic fluoroquinolone steroid drops and the consumer resumed using new lenses. The current status of the consumer's eye is unknown at the time of this report. Additional information has been requested, not yet received.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).